Manufacturer narrative:
(B)(4). Date sent: 08/28/2020. D4: batch # t5ex9v. Device analysis: the analysis results found that the cdh31p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was not returned and hence the product experience of ¿anvil issue¿ could not be confirmed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a low anterior resection when the device was connected to the anvil and dialed down the anvil would come off. A second like device was tried and it did the same as the first. The surgeon held the anvil in place and fired the device and the procedure was completed with no patient consequences.